Event description:
Customer reported an incident where the prismaflex machine produced an incorrect pt fluid removal during a one (1) hr I/o period, 1800-1900 in 2006. The set pt fluid removal rate was 390 ml/h, the actual pt fluid removed was 555ml. There was no blood loss reported. Reported machine runtime was 353 (h).